Manufacturer narrative:
Isi has not received the instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure has not been determined. If the instrument is returned and/or if additional information is received, a follow up MDR will be submitted. The site's system log were reviewed with a procedure date of (B)(6) 2018 and found a blade exposed error. However, at this time it is unknown when the blade exposed error was generated and if that could have caused the bleeding. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not seal adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to an open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection colon procedure, the endowrist one vessel sealer instrument "did not seal the tissue" but did cut unspecified tissue. As a result, the patient allegedly experienced "uncontrolled bleeding" and the robotic procedure was converted to an open traditional surgical procedure. On (B)(4) 2018, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding to the reported event: according to the site's robotics coordinator, the patient experienced "uncontrolled bleeding" after the surgeon sealed and cut an unidentified vessel. The robotics coordinator indicated that the surgeon was able to use the endowrist one vessel sealer instrument without any issues up until the event occurred. He confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete. He does not believe that the system generated any errors. He was not sure if any tissue effect was seen while the surgeon was attempting to seal. The robotics coordinator was unable to provide any information on the size or the integrity of the vessel. Due to the bleeding and alleged issue with the endowrist one vessel sealer instrument, the surgeon made the decision to convert the surgical procedure to an open surgery. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by placing sutures on the vessel and complete the surgical procedure. He stated the estimated blood loss was about 300-400 ml. He stated there was no video recording of the procedure. The robotics coordinator confirmed that the patient tolerated the conversion to an open traditional surgical procedure well, and the patient was reported to be recovering well. It was also confirmed that the electrosurgical unit (esu) settings were within manufacture's specifications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument associated with this complaint and completed its investigation. Failure analysis could not confirm the reported event. The instrument was found to have the blade exposed at .223" in between the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional, cut and energy deliver test passed. The grip force test was performed and passed to spec at straight 6.43 lbs pitch 6.22 lbs and yaw 6.41 lbs. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint.